Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified however a faulty cable led to the malfunction resulting in the camera head communication error code. The event can be prevented by following the instructions for use which state: ¿ never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ¿ do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ¿ never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found error code 224 due to a bad cable. The following additional non-reportable finding was found during evaluation: faded rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that there was an error message displayed while using the camera head in a procedure. Another similar device was used to complete the procedure without delay. There were no reports of patient harm.